Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The requested data for personal information (initial reporter ) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Event date is sep 21, 2021. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device had no issue at the time of shipping, it is likely the damage in the cable was caused by user operation. The instructions for use includes the following statements that might have been prevented the issue: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was presumed that the events occurred due to following possible causes. Forceps elevator had a foreign material: based on the past similar cases, it was possible that the user did not clean around the forceps elevator sufficiently. Inside of light guide lens was dirty: based on the past similar cases, the possible mechanism was as follows. Moisture entered the inside of light guide lens from the adhesive peeling part. The peeling of adhesive might have occurred when physical stress or chemical stress was applied to the distal end of the device. The internal parts of the light guide lens have corroded. The generated material remained inside the light guide lens as dirt. Some of forceps elevator wires were raised due to cut or fray: based on the past similar cases and CAPA history review, the possible mechanism was as follows. Repeated forceps elevator operation cut the k wire that had accumulated fatigue. The broken k-wire was not raised, and device had been used without detecting the breakage. When attaching distal cover, the broken k-wire was caught at the cover. Or, the broken k-wire was raised during brushing by contact with a brush.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on september 27, 2021, it was found that there was gap of adhesive on the distal end / stain entered inside the lens through the gap. It was also found that there was a foreign material on groove or gap of the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.